Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr verified the central control monitor (ccm) issues. The fsr also noted the ccm fan was turning off and on but thinks it is related to the other ccm issues. The fsr replaced the ccm and the heart lung machine operates to manufacturers specifications and was returned to clinical use. The suspect ccm will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the upon boot up of the unit, the central control monitor (ccm) went blank and started flashing. The product was changed out. This delayed the start of the procedure, but the surgical procedure was completed successfully, with no blood loss, nor adverse consequences to the patient. According to the program coordinator, the central control monitor (ccm) went blank and started flashing upon boot up. This complaint condition occurred during set-up, but according to program coordinator, delayed the beginning of the case. He mentioned that the delay occurred because they opted to change out the unit. There was no impact to the patient as a result of the delay or from the reported complaint condition.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) rebooting. The pst replaced the customer¿s single board computer (sbc) board with a lab use only (luo) sbc board. The luo sbc board enabled the ccm to boot and function normally determining the customer¿s sbc board to be defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.